Manufacturer narrative:
N/a.

Event description:
The following has been reported: 1. Date, time and detailed explanation of the problem/question/incident reported and error code if applicable. Also specify whether the event was observed at start-up, before treatment started or during treatment/procedure (required by health canada for reporting purposes). No specific date, but can be said every day of the past week (B)(6) 2022. The pump beeps during treatment (especially at the beginning and towards the end) to warn of air bubbles. Customer removed the tubing from the pump. The customer opened the clamp to move the bubbles forward and put the tubing back in the pump, but the warning message does not clear, as if there are still air bubbles, when there are nothing. This is done several times for 5 minutes and it does not change. Sometimes pump is turned off and it works, other times it doesn't. 2. Please specify if the patient was involved? (Required by health canada for reporting purposes): no, just that the treatment takes a little longer. 3. If a patient was involved, was the operator able to intervene successfully and how? (Required by health canada for reporting purposes): na. 4. If a patient was involved was there an adverse event, patient effect or treatment discontinuation? (Required by health canada for reporting purposes): na. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. Investigation revision 2: following reception of replaced parts, after searching for the correct sensor. The reported device was not sent back to brézins for investigation as repairs were carried out locally. The air sensor was found to be defective and was sent back to brézins for further investigation. Once in brézins, first, an initial sensor was investigated, but it turned out not to be the one involved in this complaint. It had been incorrectly identified before being sent. The correct sensor was found in the batch received. On this one, cross-tests were performed and a drift of value of the air sensor was noticed most likely due to the sensor degradation that confirmed the reported event. This complaint is considered as valid, and the root cause is due to a defective air sensor. Please be informed that a CAPA is open to address the subject of "defective air sensor". To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.